Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the patient developed intra-operative bleeding that required a blood transfusion. The intra-operative bleeding was related to the complex implantation procedure. The patient was stable following the implant procedure and there was no alleged malfunction against any abbott devices.